Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. Additionally, the screen would sometimes freeze. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's main board was replaced to resolve the issue. The reported issue was not confirmed.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. Additionally, the screen would sometimes freeze. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunctions. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.